Event description:
It was reported that this pacemaker system exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed pace impedances progressively increasing. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Technical services (ts) discussed possible causes and provided programming options. The plan is continuing to be monitored. Additionally, a red alert was displayed due to high pacing impedance out of range. Where the pacemaker triggered to lead the safety switch to unipolar mode. No noise or oversensing was noted. Ts was consulted and troubleshooting options were discussed and recommended. No adverse patient effects were reported. This product remains in service.